Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the balloon got detached from the catheter during use. The balloon was detached when the customer inflated it during the procedure using pulmonary bronchoscopy and ews (endobronchial watanabe spigot. According to the nurse, the balloon did not remain in the patient body. Patient was a male and 82 years old. It was later confirmed that a white rubber piece broke off and fell into the patient's lung, but the physician was able to pick it out.

Manufacturer narrative:
The reported event of detachment was not confirmed. However, the balloon was found to be ruptured. Balloon latex and proximal balloon windings were cut to match balloon edges. Latex edges did not appear to match at the ruptured location. Per the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. Additionally, per the IFU, to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. No other visible damage or abnormality was observed from catheter body or windings. Further evaluation regarding supplier related quality issues is under investigation. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.